Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with an unstable knee. Surgeon removed insert that had extreme wear and replaced with the same size insert. The insert was in multiple pieces. During the case it was discovered that they had the wrong size bumper as depuy synthes corporate told the sales rep the wrong size bumper to use. Since they didn¿t have an alternative option, the surgeon had to remove the distal femur and replace with a new distal femur that had the correct bumper already installed. Sales rep called depuy during the surgery and they said the schematics they had said I had the correct bumper. This was not the case. There was a surgical delay of 15 minutes. Doi: (B)(6) 2005; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No it¿s not the hinge pin. It¿s the white plastic piece that is in the notch of the femoral component that keeps the knee from hyperextending and keeps the tibial component from hitting the metal surface of the femur.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added: b5.